Manufacturer narrative:
During inspection and testing, the adhesive part of the objective lens was found to be peeled off due to deterioration or breakage from chemical/physical stress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the adhesive peeling off of the objective lens was likely caused by stress, external factors, or handling. However, a definitive root cause could not be determined. In addition, service found the surface of the insertion tube and control body demonstrated wear due to physical stress. The adhesive on the bending section was deteriorated and peeling off due to the cleaning, disinfecting, and sterilization processes over time. The universal cord connector was deformed due to external forces, such as being dropped. The bending angulation was out of specification due to wear of the angle wire, and the bending angulation lock was not working. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported that the scope connector label had peeled off. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. The inspection and testing confirmed the reported issue. Additionally, service found that the adhesive around the objective lens had peeled off. This report is being submitted for the malfunction found during the device evaluation (objective lens adhesive peeling).

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 14-mar-2022.